Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was identified in the pump history. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting steps with the existing equipment but continued to experience an unstable charging connection, needing to hold the cable in place or strategically position the pump. Tandem technical support sent replacement charging supplies to the customer, which resolved the issue, eliminating the need for further actions, and the case was closed.